Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. An alert for out of range hv lead impedance was detected on the device. The physician noted externalized conductors during replacement. The lead was capped.